Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The sheath was returned over the catheter. A kink was found on the catheter approximately 44.2cm from the iab tip. Additionally, the optical fiber was found to be broken 27.2cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated fiber optic sensor failure alarm. The customer was assisted in tracing lines/cables to troubleshoot the set up to switch over to the fluid filled lumen for alternate arterial pressure (ap) access. The iab was in use for approximately six days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: cvicu manager. Additional reporter: (B)(6). Cvicu rn. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated fiber optic sensor failure alarm. The customer was assisted in tracing lines/cables to troubleshoot the set up to switch over to the fluid filled lumen for alternate arterial pressure (ap) access. There was no patient harm or adverse event reported.